Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional common device names: mnh, mni, kwq, kwp. The manufacturing evaluation reported the as received and visual condition as follows: as received condition reported as the matrix screw and components exhibit post production/acceptance damage that includes: body and collet have areas that have been repeatedly impacted by possibly the rod, this area has a dullness with the anodize missing. The body has damage to the side walls of the rod slot that could indicate where the rod was sliding. The body has mechanical damage to one side of the rod slot. The screw has nicks and scratches on the sd25 face and thread flattening on bone threads 2-13 with instrumentation marks, nicks/scratches on said area. The rod sliding and the locking cap coming loose could manifest by the head not being mobile and aligned to the rod at the time of final tightening per the matrix technique guide. All described non-conformities and damage are not related to the manufacturing process.

Event description:
It was reported that a patient was implanted with synthes matrix spine hardware approximately one year ago for a total sacrectomy due to osteosarcoma. The patient was instrumented l3-pelvis. There were four locking caps and four pelvic screws that became dislodged or loose at some point, and non-union was discovered, leading to reoperation on (B)(6) 2014. The synthes matrix construct was removed. All removed hardware (except one screw and one locking cap) was requested by the patient. It is unknown if all the locking caps and screws had the same part and lot numbers. The matrix construct was replaced by a non-synthes construct. There were issues with the new construct that added an hour to the procedure; the whole revision procedure took five hours. The non-synthes company is aware of the issues experienced with their product during this case. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Approximately one year ago. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.